Manufacturer narrative:
(B)(4). This is a combined initial / final report. Concomitant medical products: medical product: oxf twin-peg cmntd fem md PMA, catalog #: 161469, lot #: 442120. Medical product: oxf uni tib tray sz c lm PMA, catalog #: 154722, lot #: 185170. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00520, 3002806535-2020-00521. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with the item and lot combination. A review of the complaint database over the last 3 years has found 2 similar complaints reported with the item 159547. A review of the complaint database over the last 3 years has found 17 similar complaints reported with the item 161469. A review of the complaint database over the last 3 years has found 2 similar complaints reported with the item 154722. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: risk management report documents the estimated residual risk associated with the reported event. The root cause of this complaint could not be determined with the information provided to date. Therefore, a line relating to a specific hazard could not be selected for assessment. The reported event states revision due to pain. Pain is documented as a potential harm as an outcome of a number of hazards assessed. Pain is considered a severity of 3: moderate, which as per the severity table listed within the rmr is defined as prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. The outcome of the reported event (surgical intervention) is considered to be within the severity of the rmf. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty on (B)(6) 2017. Subsequently, a revision procedure due to pain was performed on (B)(6) 2020.